Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/23/2015 with the following findings: short battery life was illustrated in the black box with a voltage drop leading to a battery alarm on (B)(6) 2015. The battery cap¿s threads were stripped. The battery compartment was cracked at threads on the side. The battery cap was unable to fit to the pump due to the damage. A test battery cap was able to maintain a connection. The pump was able to perform the prime steps with no alarms. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is completed, a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life w/ damage) issue. The reporter alleged that battery life was shorter than expected. In addition, it was reported that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.